Event description:
In 2008, abbott point of care was contacted by a customer who reported an I-stat cardiac troponin I cartridge yielded a result of 0.15 ng/ml. Sample, unknown if same sample, repeated test using an I-stat cardiac troponin I cartridge yielded a result of 0.03 ng/ml.